Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant (+) serum vs. (-) serum urine qualitative test results on six patients obtained from the icon 25 test kit. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was urine. Retain devices tested by bci using controls and confirmed negative clinical urine sample gave expected results. A clear root cause can be determined at this time.